Event description:
It was reported that when a user is viewing an examination of a pacs (picture archiving and communications system) workstation, the user's personal ddp (default display protocol an automatic way the images are displayed when the exam opens), and the customer (site) ddp fails to auto display, the system reverts back to ge ddp without notice. The user may not realize the exam order has changed, causing them to believe that the old exam is the new one and vice versa. This could cause the radiologist to believe patient pathology has gotten better or worse than is true, if they do not review the date stamp in the title bar. The ge ddp is set to display the current exam on the right monitor and the previous or historical exam on the left monitor. It was reported that as a result of this situation, a patient underwent unnecessary surgery.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in april 2008. Non-supported special characters were used in ddp names. Upon investigation, it was discovered that the customer had used special characters in the descriptions and ddp names, which is not supported in pacs. This issue can cause user created ddps to fail and then revert back to ge ddp.